Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing and pacemaker mediated tachycardia (pmt) episodes. The patient was struck in the chest at implant site and is concerned if the device is okay. Technical services (ts) discussed presenting electrogram (egm) shows device operating as programmed and most recent lead tests were within normal limits. Pmt episodes appear to be sinus/atrial driven. Recommended follow up with cardiology. This device remains in service. No adverse patient effects were reported.